Event description:
During follow-up, the device was observed to be in backup mode. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.